Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the physician noted that there was insulation "clumping" of the right ventricular (rv) lead near the pin. The physician tested measurements and everything was stable. The lead is still in use. No patient complications have been reported as a result of this event.